Event description:
It was reported that patient presented themselves at urgent care due to their throat being closed up. The patient was hospitalized and their medications were changed as a result (likely due to seizure condition, vns not alleged). Later, the patient went to urgent care and reported these muscle spasms. Ruled out covid but are still considering vns as a potential cause. Patient also mentions that they have lost weight and have not had their settings re-adjusted. Patient speculated that this could be related to the muscle spasms. Patient is noted to be referred for a neck x-ray. The patient was in the hospital due to the muscle spasms.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that patient was unable to speak during a seizure they experienced. No additional or relevant information has been received to date.

Event description:
Per the physician, it was reported that the cause of the voice alteration for the pt was due to stimulation. Due to the similarity in events it will be assumed that the cause of the muscle spasms (throat) is due to vns stimulation as well.